Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are not responding consistently to user input. There was no evidence of product misuse. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive and require excessive force to activate; all other keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts. Investigation revealed that the audio bolus button cover was torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.